Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1j90z, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1j90z, (B)(6), (B)(4). Pertains to tined lead, 3889-28, interstim (va1j90z) device; pertains to tined lead, 3889-28, interstim (va1j90z). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient a return of symptoms. It was noted the patient had a jet ski accident. The rep stated they attempted changing programs in the office, but the patient experienced nausea and pain. The rep stated the x-ray in the operating room showed no lead migration, no impedance abnormalities notes when the hcp checked. The rep noted there was a lead revision on july 18th and the issue was resolved at the time of the report. The rep stated the patient had a jet ski accident and experienced a loss of therapy after the accident and a lead revision was completed. The patient was listed as alive with no injury at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) on july 19th reported the patient was male.